Manufacturer narrative:
Concomitant medical product: (B)(4) implanted: (B)(6) 2015 product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic/nerve stimulation. The lead was explanted and replaced. Additionally, when replacing the lv lead it was noted that the new lead was placed but stimulation was still present. The attempted replacement lead was removed and the physician decided to implant a quad lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.